Event description:
Pt developed a facial nerve palsy that healed during several months of device non-use. The device was explanted in 2000. Bacteriological samples demonstrated the growth of proprionibacterium acnes. The pt was not reimplanted.